Event description:
It was reported that cadd legacy pump: fails occlusion test (during testing/no patient injury).

Event description:
It was reported that cadd legacy pump: fails occlusion test (during testing/no patient injury).

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Found high pressure messages in the event history logs. The customer stated problem was duplicated. Found fluid ingressions on the downstream sensor. Replaced downstream occlusion sensor. The cause of the reported problem was traced to the customer improper cleaning of the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured sep. 2009, and is out of warranty. Therefore, no manufacturing DHR review is needed.